Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The device was received in broken pieces. The malleable shaft was severed from the hand piece. The tube by the tail of the hand piece was also severed from both the hand piece and from the tube that extends to the luer lock connection. Traces of blood were observed on the hand piece and on the severed tube. The blower mister atraumatic tip was observed to be intact. The rest of the tubing appeared intact. A mechanical evaluation to determine co2 flow was not performed, much less confirm the reported failure "no flow" due to the returned condition of the device. However, the investigation from the supplier indicates that the reported failure ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for the reported lot number. A field action plan and a shipping hold have also been implemented for the affected lot numbers. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s scar system. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using blower mister with IV sets. During an off pump coronary artery bypass graft procedure the blower/mister failed to function. Device would "drip" saline out but there was no co2 flow to produce mist, possible "crimp" in the lumen as part of roller assembly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using blower mister with IV sets. During an off pump coronary artery bypass graft procedure the blower/mister failed to function. Device would "drip" saline out but there was no co2 flow to produce mist, possible "crimp" in the lumen as part of roller assembly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.